Event description:
A pump declared an altitude alarm, but there was no adverse impact to the customer¿s blood glucose level. The customer¿s insulin was initially suspended due to the altitude alarm condition. The cts guided the caller to gently clean the speaker holes with a soft bristle brush and wipe the area with a lint-free cloth. The customer was also instructed to remove the current cartridge from the pump, reconnect it, and wait up to five minutes to resume insulin delivery. After following these steps, insulin delivery was resumed without issues, and the pump returned to normal operation. The cts provided tips for preventing future altitude alarms, and the caller acknowledged these instructions.